Manufacturer narrative:
Follow-up #1 date of submission 06/18/2014, additional information:patient¿s guardian contacted animas on 06/14/2014 and reported that it was the battery compartment that was cracked at two places.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an issue with damaged/cracked pump casing. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The battery compartment was found to have cracked at the threads area and below the grip pad. The reported casing issue was confirmed by the investigation. There was no evidence of moisture ingress inside the compartment. Using a test battery cap, the pump powered up with auditory and vibratory features. All the buttons responded properly.